Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. The reporter stated that her friend passed away in (B)(6) 2025. The unidentified friend's g7 sensor was showing normal cgm readings (around 100 mg/dl); however, she passed out. She was brought to the hospital, and her bg readings were actually high (around 1000 mg/dl). She passed away in the intensive care unit (ICU). No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).